Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00204, 3002806535-2022-00205. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was a revision due to an unknown reason. Oxford warranty. Patient outcome: revision.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, and h10. Complaint summary: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records for part # 161469 and lot # 631020 were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. No deviation history has been found. The device history records for part # 154726 and lot # 226730 were reviewed for deviations and/ or anomalies with the following deviations/anomalies identified: one-piece common cause scrap atop #0040 polish complete. The device history records for part # 159548 and lot # 482700 were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. No deviation history has been found. The device is used for treatment. A review of reported parts confirms compatibility. A complaint history review for 161469 identified three (3) previous complaints. The complaint history review for 154726 did not identify any previous complaints. The complaint history review for 159548 did not identify any previous complaints. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to the specification. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions or preventive actions are required at this time. Field action review. It has been confirmed that the implants (161469, 154726 & 159548) are not within the scope or subject of any field actions or recalls which could be attributed to the reported events. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00204-1 3002806535-2022-00205-1 if any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: there was a revision due to unknown reasons. Oxford warranty. Patient outcome: revision.